Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, the patient had an intraocular pressure of over 30. There was no inflammation yet. They would like to know if it corresponds to the lot at the time of restoration collection. The sample is not available as it still remains in the patient's eye. Additional information was requested, but further no information was available.